Event description:
It was reported that a faradrive steerable sheath clear that was selected for use for a pulmonary vein isolation procedure to treat atrial fibrillation exhibited air ingress. While the physician was preparing the faradrive sheath, the physician noticed a continuous stream of bubbles upon aspiration of the sheath. The process was attempted several times, but the air bubbles kept appearing in the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory. It was further reported that a pressure bag with a flow rate of 200mg/hour was used for the irrigation of the sheath. No air was seen in the patient. The air was seen in the sheath when the farawave catheter was introduced into the faradrive sheath.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that both the inner and outer valves were torn, and that both valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for use for a pulmonary vein isolation procedure to treat atrial fibrillation exhibited air ingress. While the physician was preparing the faradrive sheath, the physician noticed a continuous stream of bubbles upon aspiration of the sheath. The process was attempted several times, but the air bubbles kept appearing in the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that a pressure bag with a flow rate of 200mg/hour was used for the irrigation of the sheath. No air was seen in the patient. The air was seen in the sheath when the farawave catheter was introduced into the faradrive sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for use for a pulmonary vein isolation procedure to treat atrial fibrillation exhibited air ingress. While the physician was preparing the faradrive sheath, the physician noticed a continuous stream of bubbles upon aspiration of the sheath. The process was attempted several times, but the air bubbles kept appearing in the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.